Event description:
The consumer stated the right footplate is broke. The consumer has not been hurt nor suffered any property damage. The caller is the owner of the chair. The caller has no further information to provide.